Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this pacemaker exhibited a battery voltage measurement that was lower than expected based on the implanted duration. The patient is not suited for replacement and the exact battery level was not provided. The medical staff elected to adjust programmed parameters at this time. No resulting adverse patient effects were reported.